Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results: product evaluation and results: functional inspection confirmed event. Device rotary attachment is broken and (1) screw missing from device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Reamer snapped inside, plate snapped in half. Case type / application: (B)(4). Investigation update: "(1) screw missing from device".